Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) /2017. The patient stated that on (B)(6) 2017 she started to experience a cutting-like sensation. The sensor was removed on (B)(6) 2017 and the patient noticed a rash and a sore. The affected area was on the abdomen, just under the belly button. The rash was under the footprint of the sensor adhesive and just under that there was a sore. The affected area was treated with neosporin. Patient visited a physician on (B)(6) 2017 and was prescribed keflex for the skin irritation. At the time of contact, it was indicated that the patient was well. No additional event or patient information is available.